Event description:
It was reported that the device was explanted and replaced due to inability to interrogate.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. A longevity calculation was performed and the battery depletion was found to be premature. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomalies that could lead to battery depletion were detected. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.